Manufacturer narrative:
The event of pain at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site after major weight loss. Revision surgery may occur to address this issue.